Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2014, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implanting physician is: dr. (B)(6). (B)(6) medical center. (B)(6). (B)(6). United states (B)(6). Block h6: the following imdrf impact code capture the reportable event of: f1901 - used to capture the reported event of non-bsc sling placement to address the reoccurrence of patient's stress urinary incontinence. F12 - used to capture the patient had filed a legal claim for injuries related to the device.

Event description:
It was reported to boston scientific corporation that an obtryx system device was implanted into the patient during total laparoscopic hysterectomy, bilateral salpingo-oophorectomy, transobturator tape placement, cystoscopy, and excision of right perineal lesions procedures on (B)(6) 2014, for the treatment of dysfunctional uterine bleeding, stress urinary incontinence, right perineal lesion, and right ovarian cyst. During the surgery, a 7-cm anteverted uterus with no discernible abnormalities was observed. The left ovary and tube appeared to be completely normal. In addition, the right ovary was somewhat enlarged with a cyst that seemed to be an endometrioma, and the right tube was slightly edematous. Furthermore, the procedure was well tolerated by the patient, who was then woken and brought to the recovery room in a stable condition. On (B)(6) 2017, the patient underwent a tension-free vaginal tape bladder neck suspension using a non-bsc sling and a suprapubic cystotomy procedure to address the reoccurrence of stress urinary incontinence. There were no complications noted throughout the procedure, and the procedure was well tolerated by the patient.